Event description:
It was reported that this right ventricular (rv) lead was attempted due to the physician unable to get good threshold in three different spots. In addition, a small perforation in the rv septum was noticed due to attempted placement of screw by the physician. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture updates on h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to the physician unable to get good threshold in three different spots. In addition, a small perforation in the rv septum was noticed due to attempted placement of screw by the physician. The lead was never in service. No additional adverse patient effects were reported. Additional information indicated that the perforation was confirmed by echocardiogram directly after finishing the procedure.